Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: medwatch form - mw5144937.

Event description:
Customer reporting through medwatch, reports of false positive flu b results. No further information provided and no way to contact the customer to gather further information.